Event description:
During robotic surgery case, a fenestrated bipolar forcep and a monopolar curved scizzors robotic insturments were found to not have the release buttons on the instruments. Charge rn was bale to give verbal instructions to staff on how to manually release the instrument off the instrument arm.